Event description:
It was reported that during the initial implant in 2006, the material leaked out of the injection site due to fragile mucosal tissue. The doctor injected in a different area after the tissue would not hold and removed residual material with grasping forceps. Patient had no symptoms or complications. During retreatment 3 weeks later, the patient's urethral tissue started blanching immediately before the tissue opened up. The procedure was aborted immediately. Some of the implant material flowed into the bladder and was removed with graspers, due to it breaking off into small pieces. He stopped trying to retrieve the material because he thought it would be too painful to continue. Patient was treated with levaquin. The doctor plans to take the patient to the or to remove the bulking material to promote the healing process. Injection details include estimated 1cc bilaterally, flexible needle, transurethral approach, injection rate of 60 seconds per cc, needle held 90 seconds, needle was imbedded to shoulder. Patient doing well, no complications have been reported.

Manufacturer narrative:
A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported problem. The instructions for use states that the device forms a cohesive, spongy mass that serves to bulk surrounding tissue and is not subject to absorption or enzymatic breakdown within the body. The low viscosity of the implant solution and the cohesive mass of the resulting implant require specific attention to the injection site, needle orientation, depth of needle placement, rate of injection, and injection volume, in order to achieve the highest rate of success. Contraindications include patients with the following conditions: acute cystitis, urethritis, other acute or chronic genitourinary tract infections, or fragile urethral mucosal lining. The investigation concluded that the most probable cause of the reported event is that the doctor failed to follow labeling instructions that specifically contraindicate use of the product on patients that have fragile urethral mucosal lining.